Event description:
Patient underwent a repeat right total hip arthroplasty 2 years ago. Since then, patient has had worsening hip pain and difficulty with activities. Patient has to use a walker at all times. Patient has tried physical therapy for this, but it seems to worsen the pain. Patient does have baseline numbness and tingling in the right lower extremity secondary to a spinal tumor that was removed in 2007 and he has not noted any worsening of these symptoms. X-rays show resurfacing components with a loose spinal acetabular component. Based on patient's level of pain, patient has opted to have surgical intervention.